Event description:
Information reported from patient: on (B) (6) 2005 - patient underwent open incisional hernia repair with mesh implant. Since the time of the surgery, patient reports, she has had pain in the area of the patch, ranging from 2-5 on a pain scale of 0--10. The patient reports, her pain is less now since a CT scan with contrast which was performed on (B) (6) 2009, although she is now having side effects from the contrast dye.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.